Event description:
Pt reported fluctuating loudness levels. Results of diagnostic testing indicate that the implant was functioning. The surgeon and pt's family decided to explant the device and replace it with a new implant. The device analysis identified a fault in the receiver/stimulator.